Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller and the issue began about 4 days ago. Patient stated they were able to charge their implanted neurostimulator but they couldn't get the controller to turn on to adjust their stimulation. Patient noted they were trying to turn their stimulation on and they had 2 on their back and 6 on their leg. Patient was charging their implant and they guessed the mode was on at that time and they got the biggest shock of their life going to their leg when they were laying on the bed and it hurt so bad. After that patient couldn't do nothing with it. Patient tried to adjust the stimulation but it wouldn't let them set it to where they could. Patient noted before they would reset the controller when they would have trouble. Patient unlocked controller, controller showed settings not available and controller showed no device found then connect the recharger. Agent instructed patient to start a charge session. Controller showed poor recharge quality and charge quality fluctuated when patient would reposition the recharger. Controller showed 100% and implant 50%. Agent walked patient through adjusting stimulation, patient was able to adjust stimulation but noted they were getting settings not available in group a. Patient switched to group b, patient was able to adjust stimulation and confirmed they can feel stimulation in their legs. Agent instructed patient to lock the controller and when patient unlocked the controller, controller showed no device found. Agent instructed patient to check for damage. No visible damage to controller compartment pins, li battery pack pins, recharger and controller port. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.